Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). On (B)(6) 2016 the catheter was leaking into the pump pocket. The patient¿s weight at the time of the event was (B)(6). On (B)(6) 2016 pump infection with the catheter breaking. The patient¿s weight at the time of the event was (B)(6). On (B)(6) 2016 removal of the piece of catheter broke off and stuck in the thoracolumbar fascia the patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016 product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2005, UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for the treatment of spasticity. It was reported that the patient had three surgeries for various catheter issues on (B)(6) 2016. No symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient had been having an ordeal for 2 and a half years. The pump and catheter were replaced (B)(6) 2016. No symptoms reported. No further complications were reported. Additional information was received from a healthcare provider (hcp) indicated that the patient had a history that included: esophageal stricture, gastroesophageal reflux disease, difficulty swallowing, high cholesterol, history of transfusion of packed red blood cells, musculoskeletal disorder, activity involving cardiorespiratory exercise, neuropathy, spasticity and traumatic brain injury due to being struck in the head by a baseball and losing consciousness for an unspecified duration((B)(6) 1992). He has chronic bilateral lower extremity spasticity and gait impairment that was managed in part with intrathecal baclofen; patient could not stand on each foot independently and had truncal ataxia. He was receiving gablofen(280 mcg/day) via an implantable infusion pump. It was noted that the patient was taking zolpidem (10 mg ) by mouth nightly for sleep and percocet (5-325 mg) as needed. It was reported that the patient was a smoker and used alcohol. It was reported that on (B)(6) 2016, the patient might have an issue with his pump catheter not working. The patient's pump was recently replaced and his spasticity was being poorly controlled. It was stated that he came for a post operation checkup/refill and he was really tight. It was reported that his reflexes were really high, the hcp gave him a baclofen bolus and his reflexes continued to be really high up to 2 hours later. X-rays were performed and showed that the catheter was intact and connected. The patient was prescribed oral baclofen. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for surgical exploration and repair of his pump. Diagnostics demonstrated that the catheter was leaking in the pump pocket. The leak was found at the interface between the catheter and the connection port. The hcp was unable to aspirate the catheter and it was found that the metal connector at the pump head had penetrated the tubing in the pumps pocket. The old connector was removed and a new version was spliced in. It was reported that the patient tolerated the procedure well without complications and the catheter appeared to be functioning properly at the time. Post-operatively the patient was tender and sore at the incision site for which he was pain control with percocet. On the morning of discharge the patient reported spasticity that was subjectively unchanged from before surgery however, a neurological exam showed improvement from the patients pre-op hyperreflexia. It was noted that the patient was prescribed ambien to be taken nightly for sleep. The patient was admitted to the hospital on (B)(6) 2016 due to not experiencing relief of his spasticity and when evaluated by the hcp was found to have abnormal hyperreflexia and he was unable to aspirate fluid from the access port. The patient was taken to the operating room for evaluation and revision of the pump, but was found to have a functional pump system. Fluid from the pump reservoir and pump catheter were sent for evaluation. The following day he had a lumbar puncture with intrathecal administration of 100 mcg of baclofen(he had a reduction in hyperreflexia) and electrophysiologic testing and evaluation. Cerebrospinal fluid was sent for evaluation. It was reported that the patient had recently undergone several catheter revisions and was admitted to the hospital on (B)(6) 2016 due to a pump infection. The patient was taken to the operating room for removal of his pump and a wound washout. Intraoperative cultures were collected and the patient was prescribed vancomycin while the results of the culture were pending. It was reported that postoperatively the patient experienced no initial complications, the incision was clean, dry and intact, the patient was voiding without difficulty, and was noted to be alert and oriented. Infectious disease was consulted and it was recommended that the patient be prescribed clindamycin(300 mg) and lioresal(20 mg) to be taken orally, a peripherally inserted central catheter (PICC) line was also placed. It was noted that the patient presented to the emergency room on (B)(6) 2016 with clear fluid leaking from his abdominal incision, febrile, and tachycardic. It was reported that the incision was fluctuant and full of fluid that was easily expressed. The hcp suspected meningitis. The pocket was aspirated and the fluid collection was reported to be due to a cerebrospinal fluid leak and the cultures came back positive for pseudomonas. The patient was given vancomycin and rocephin intravenously, then later changed to cipro with local wound treatment. After continued leaking of clear fluid and purulent drainage from the wound the patient was scheduled for a wound washout and revision however, the following day it appeared that the cerebrospinal fluid leak had possibly stopped the wound was opened bedside and allowed to drain, and the surgery was cancelled. The cerebrospinal fluid leak became apparent again with copious amounts of fluid leaking from the wound, the patient was taken to the operating room on (B)(6) 2016 for removal of the catheter and washout of the abdominal wound. It was reported that post-operatively he improved. The cerebrospinal fluid cultures grew pseudomonas and the patient's antibiotics were changed to intravenous cefepime. Additional hospitalizations were noted to have occurred on (B)(6) 2016 to (B)(6) 2016. The drain was later removed from the wound and no obvious re-accumulation of fluid was present. The patient was prescribed dulcolax(10 mg), glycolax(17g), pericolace(8.6-50 mg), and sodium chloride(.9% intravenously) in addition to the previously prescribed medications to be taken for an additional 2 weeks and then have the pump replaced on his other side. It was noted that the patient was doing well, the wound and scars were healing (taken off intravenously antibiotics and medication), but did have spasticity and stiffness in his lower extremities and walked very slowly with a shuffling gait. It was reported that on (B)(6) 2016 the patient was admitted for a pump replacement. The hcp noted that the patient tolerated the procedure well and without complication, and was walking later that evening. The patient went to the nursing unit after recovery and the following morning his pain was improved. The patient was discharged and prescribed tylenol(325 mg), docusate sodium (100 mg), krill oil, probiotic, multivitamin, percocet(5-325 mg), and ambien(10 mg). No further complications have been reported as a result of this event.